Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the stem has punctured both the inner and outer sterile barriers. Sterility has been breached. This complaint has been confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the packaging during a procedure, the stem was protruding through the packaging. An alternate device was used to complete the procedure. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.